Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, the customer reported a leak from the outlet of the device. The leak originated from the component. Patient blood loss was approximately 50cc as a result of this leak. An unplanned blood transfusion was not required because of the blood loss from the leak. Plasma breakthrough did not occur. 400/kg of heparin was used as the anticoagulant. The same leak did not appear in multiple packs. The device was used to complete the procedure, no inputs were changed. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the outlet port or the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.